Event description:
It was reported that information was received from patient regarding an external device. The patient mentioned saw a message call medtronic while they're charging their implant. Patient mentioned they have to reset numerous times and it would work for a bit. Agent had patient reset the controller, and check for damages. Patient confirmed no damages on both controller and recharger. Agent had patient start recharging session. During troubleshooting, patient mentioned that they got recharger problem cannot continue. Disconnect recharger message. The troubleshooting done on the call did not resolve the issue. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) h3: product ID: 97755, serial/lot #: (B)(6), was returned and the analysis shows that it got hot after running it at donut end, no device found message, scrapped by low reading should be higher than 30 reads 23, record the two values, the number high (00), the number low (00), failed all bench tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.